Manufacturer narrative:
The following sections have been updated: b4, d6b, g3, g6, h2, h11.

Manufacturer narrative:
B1/b2, b5, h1, and h6 updated. Investigation summary major bleed/fluid leak/access site adverse event: the cause of the leaking from the 23fr valve and the access site oozing around the sheath was most likely use related because acts were 259 sec at the time of the bleed and after some time passed, suturing and angle matching, bleeding resolved. Unable to confirm since product was not returned.

Event description:
An impella rp flex device was placed in a 61-year-old female patient with right heart failure and cardiomyopathy in the setting of known coronary artery disease and renal insufficiency (scai stage d). At the time of support, the patient was receiving inotropes, vasopressors, and respiratory ventilator support. Heparin was infusing, and the activated clotting time was reported to be therapeutic. The device was placed without difficulty; however, oozing was observed around the large-bore access site and hemostatic valve. The patient experienced a major bleed and required surgical intervention to manage bleeding at the access site. The bleeding was addressed with securing and suturing of the sheath, after which no active bleeding or hematoma was noted. No blood products were administered at that time, and laboratory values were trended. The field representative responded that they were informed that there had not been further bleeding issues. The bleeding event was likely contributed to by the patient¿s critical illness, anticoagulation therapy, and large-bore vascular access. The field representative responded that care was later withdrawn and the patient expired. Impella rp is conservatively being reported for death.

Event description:
An impella rp flex device was placed in a 61-year-old female patient with right heart failure and cardiomyopathy in the setting of known coronary artery disease and renal insufficiency (scai stage d). At the time of support, the patient was receiving inotropes, vasopressors, and respiratory ventilator support. Heparin was infusing, and the activated clotting time was reported to be therapeutic. The device was placed without difficulty; however, oozing was observed around the large-bore access site and hemostatic valve. The patient experienced a major bleed and required surgical intervention to manage bleeding at the access site. The bleeding was addressed with securing and suturing of the sheath, after which no active bleeding or hematoma was noted. No blood products were administered at that time, and laboratory values were trended. The bleeding event was likely contributed to by the patient¿s critical illness, anticoagulation therapy, and large-bore vascular access. Comprehensive review did not identify evidence suggesting a causal relationship between the impella rp flex device and the reported patient event. The patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.